Event description:
Reporter indicated the pt presented with high lead impedance on a system diagnostics, indicating a possible lead malfunction. The MFR reviewed x-rays, and no gross lead discontinuities were identified that could have caused or contributed to the reported high lead impedance; however, a suspected area was visualized after the tie-down. Revision surgery is likely. Good faith attempts to obtain add'l info are being made.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.